Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5161724. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the hemogard cap of 2.7 ml, 13 x 75 mm bd vacutainer® plastic citrate tube with clear bd hemogard¿ closure was cracked. No injury or medical intervention.